Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reports ins "keeps turning off". The patient reports ins battery level was at 10% yesterday and "had trouble recharging". The patient later clarified that they thought could not recharge if therapy is off but confirmed seeing battery at 100% and realized had a successful charging session last night. The patient reports that tjeu had an MRI a month ago and "it was difficult to get device on MRI" and believes it may have something to do with why device keeps turning off. The patient also reports that they were at the healthcare provider (hcp)  office 2 months ago and they increased therapy settings on program 3 to 2.1ma. The patient stated that yesterday they got out of car and was shopping and then started peeing on pants which prompted her to check settings, which had not been changed since hcp appointment. The patient reports ins settings are currently set to 0.3ma and therapy was off when checked yesterday. The patient reports seeing message "the system is operating at maximum setting. Therapy cannot be increased" on handset. When asked about falls/ trauma, the patient stated they fall all the time in the last two months, the patient fell on the hcp office. The patient dismissed message and switched to program 2. As patient increased to 0.3ma, same message was displayed on screen. The patient then switched to program 1 and was able to increase therapy strength to 1.5ma. The patient confirmed feeling comfortable stimulation in bicycle seat area. The patient will leave at current setting and assess symptom relief. The patient was redirected to hcp to discuss issues further and have ins checked due to maximum setting message. No further complications were reported.